Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus via the t:connect mobile app. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer delivered a bolus via the pump to address bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
B1 remove 2896; add 2993.